Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/29/2019. The field service engineer performed troubleshooting and confirmed the reported problem. Touchscreen won't calibrate after installing the liquid crystal display (lcd) cable. The field service engineer instructed the customer to restart the unit by removing the battery and perform another calibration. The touchscreen calibration continued to fail. The field service engineer then suggested replacing the touchscreen and provided the customer the part number. The fse performed a follow up with the customer, and was informed replacing the touchscreen resolved the problem and that the unit was back in service.

Event description:
The customer reported touchscreen failure. There was no patient involvement.